Event description:
It was reported that the ilet displayed an alert 38 indicating a motor stall that persisted despite two user-initiated restarts, followed by customer care-guided troubleshooting that included disconnecting the ilet, rewinding, removing supplies, performing a dry run to 120 units with no supplies, and then instructing a real supply change and resumption of insulin; blood glucose was reported at 321 mg/dl with prior elevated readings. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery with subsequent return of glucose to range per reports review. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the motor initially stalled but functioned during the dry run, suggesting supply change and priming restored delivery. It was concluded that the event was consistent with a stalled motor during insulin delivery that resolved after rewinding, dry run, and a full supply change, with no injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.